Event description:
The patient reported the step 5 top aligner is not a good fit, irritate the gums in between the two front teeth, making them red and sensitive. The gums progressively became swollen with bumps on the roof of the mouth with traces of blood in the tray. As a result, the patient opted to reverted to the step 4 aligners. The patient has been following all hygiene tips and been taking ibuprofen for the pain level 4. The patient also noted periodontal, discomfort, and inflammation.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.